Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. On (B)(6) 2011, the device failed a weekly self test for a low battery. A new pad-pak was installed that day and the device operated until (B)(6) 2012. On (B)(6) 2012, there were multiple manual power ups, which would indicate the device was switching itself on automatically and the pad-pak was removed. A new pad-pak was again installed on (B)(6) 2012, and the device passed an auto self-test. The problem with the device was attributed to a fault in the membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use, bit the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically a device switching itself on automatically, if left undetected, could result in the battery becoming depleted.